Event description:
A customer reported via a webform a skin reaction while wearing an adc device and experienced symptoms described as abscess. Customer had contact with a healthcare professional and received amoxiclav for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. If the product is returned, a physical investigation will be performed and a follow-up report submitted. N/a was selected as it is unknown if the user was using android, ios, or a reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. No physical damage was observed on the returned sensor patch and no issues were observed with the returned sensor adhesive. No malfunction or product deficiency has been identified. Therefore, this issue is not confirmed. Shelf life studies, product monitoring, and dose audits were performed during product development and on market performance continues to be monitored at adc. All pertinent information available to abbott diabetes care has been submitted.this also serves as a correction report. Section h-10 was incorrectly documented with (dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality.) Section h-10 has been updated to include the corrected verbiage.

Event description:
A customer reported via a webform a skin reaction while wearing an adc device and experienced symptoms described as abscess. Customer had contact with a healthcare professional and received amoxiclav for treatment. There was no report of death or permanent injury associated with this event.